Event description:
It was reported that during infusion of heparin using an alaris pcu and pump module, the medication was incorrectly programmed using the rate (ml/hr) field instead of the dose (units/hr) field, resulting in an infusion rate of 750 ml/hr (37,500 units/hr) rather than the intended 750 units/hr (15 ml/hr). Per report, the value ¿750¿ was entered into the rate (ml/hr) field instead of the dose (units/hr) field while using the heparin drug profile in the guardrails drug library. The infusion continued at the incorrect rate for approximately 17 minutes, during which the patient received an estimated 10,625 units of heparin. A soft maximum dose alert exceeding 3,000 units/hr was generated; however, the alert was overridden. The programming error was subsequently identified and corrected.the patient, with a medical history significant for advanced chronic lymphocytic leukemia with progressive marrow failure, chronic kidney disease stage 3, heart failure with mildly reduced ejection fraction, and coronary artery disease, was admitted on (B)(6), 2026, for acute respiratory failure with hypoxia and chest pain and expired on (B)(6), 2026, at 15:36. The reporter stated that the intensivist assessed that the final outcome was not caused by, and was unlikely contributed to by, the heparin overdose, noting there was no massive bleeding event and that the patient was clinically decompensated prior to heparin administration.the customer provided bd with a copy of the voluntary medwatch report reportedly submitted to the FDA (there's no regulatory reporting #); however, a corresponding report has not yet been received directly by bd. The report stated: "patient is an 85-year-old female with a history of advanced chronic lymphocytic leukemia with progressive marrow failure, chronic kidney disease stage 3, heart failure with mildly reduced ejection fraction, and coronary artery disease, who was admitted on (B)(6)2026 for acute respiratory failure with hypoxia and chest pain. Pulmonary and critical care consultants determined the etiology was most consistent with acute cardiogenic pulmonary edema, with infection considered less likely given afebrile status and negative procalcitonin. She received a trial of noninvasive ventilation and diuresis. During the hospitalization, she developed hemodynamic instability requiring vasopressor support. She experienced recurrent episodes of chest pain with rising troponin (24 to 2558). Cardiology was consulted given concern for acute coronary syndrome. She developed atrial fibrillation with rapid ventricular response, managed with amiodarone and heparin drip. Heparin drip 25,000 units/500ml (50 units/ml) infusion was ordered for 750 units/hr. Using the bd alaris pump, rn entered "750" in the rate (ml/hr) field, instead of the dose (unit/hr) field. This would have resulted in 37,500 units/hr. A warning of dose greater than 3000 units/hr was overridden. Patient received ~10,625 units of heparin IV in 17 minutes before error was caught. Per intensivist, the final outcome is not caused by the event and unlikely contributed by the event (there was no massive bleeding event prior to passing). Her course was complicated by progressive multi-organ dysfunction, including worsening respiratory failure, shock, and cardiac arrhythmias. Patient was pronounced dead on (B)(6)2026. Addendum: a formal complaint was already filed with bd with regards to the design of the alaris pump. When the drug library is being used with a certain unit (in this case heparin with "units/hr"), the rate field of ml/hr which located on the top of the screen should not be programmable. This has been a safety concern for years. During the last/most recent bd alaris pump recall where new pump design was required, it's a bit disappointing that the rate field is not locked out or removed when the drug library is used".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during infusion of heparin using an alaris pcu and pump module, the medication was incorrectly programmed using the rate (ml/hr) field instead of the dose (units/hr) field, resulting in an infusion rate of 750 ml/hr (37,500 units/hr) rather than the intended 750 units/hr (15 ml/hr). Per report, the value ¿750¿ was entered into the rate (ml/hr) field instead of the dose (units/hr) field while using the heparin drug profile in the guardrails drug library. The infusion continued at the incorrect rate for approximately 17 minutes, during which the patient received an estimated 10,625 units of heparin. A soft maximum dose alert exceeding 3,000 units/hr was generated; however, the alert was overridden. The programming error was subsequently identified and corrected. The patient, with a medical history significant for advanced chronic lymphocytic leukemia with progressive marrow failure, chronic kidney disease stage 3, heart failure with mildly reduced ejection fraction, and coronary artery disease, was admitted on (B)(6) 2026, for acute respiratory failure with hypoxia and chest pain and expired on (B)(6) 2026, at 15:36. The reporter stated that the intensivist assessed that the final outcome was not caused by, and was unlikely contributed to by, the heparin overdose, noting there was no massive bleeding event and that the patient was clinically decompensated prior to heparin administration. The customer provided bd with a copy of the voluntary medwatch report reportedly submitted to the FDA (there's no regulatory reporting #); however, a corresponding report has not yet been received directly by bd. The report stated: "patient is an 85-year-old female with a history of advanced chronic lymphocytic leukemia with progressive marrow failure, chronic kidney disease stage 3, heart failure with mildly reduced ejection fraction, and coronary artery disease, who was admitted on (B)(6) 2026 for acute respiratory failure with hypoxia and chest pain. Pulmonary and critical care consultants determined the etiology was most consistent with acute cardiogenic pulmonary edema, with infection considered less likely given afebrile status and negative procalcitonin. She received a trial of noninvasive ventilation and diuresis. During the hospitalization, she developed hemodynamic instability requiring vasopressor support. She experienced recurrent episodes of chest pain with rising troponin (24 to 2558). Cardiology was consulted given concern for acute coronary syndrome. She developed atrial fibrillation with rapid ventricular response, managed with amiodarone and heparin drip. Heparin drip 25,000 units/500ml (50 units/ml) infusion was ordered for 750 units/hr. Using the bd alaris pump, rn entered "750" in the rate (ml/hr) field, instead of the dose (unit/hr) field. This would have resulted in 37,500 units/hr. A warning of dose greater than 3000 units/hr was overridden. Patient received ~10,625 units of heparin IV in 17 minutes before error was caught. Per intensivist, the final outcome is not caused by the event and unlikely contributed by the event (there was no massive bleeding event prior to passing). Her course was complicated by progressive multi-organ dysfunction, including worsening respiratory failure, shock, and cardiac arrhythmias. Patient was pronounced dead on (B)(6) 2026. Addendum: a formal complaint was already filed with bd with regards to the design of the alaris pump. When the drug library is being used with a certain unit (in this case heparin with "units/hr"), the rate field of ml/hr which located on the top of the screen should not be programmable. This has been a safety concern for years. During the last/most recent bd alaris pump recall where new pump design was required, it's a bit disappointing that the rate field is not locked out or removed when the drug library is used.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative.a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.investigation summary:the reported incident of a programming error was identified and confirmed by the facility; however, it could not be replicated during device testing or through log review since the devices were not returned for investigation.the devices or their logs were not returned for investigation; therefore, log review, device inspection, and laboratory testing could not be performed.the bd alaris¿ system with guardrails user manual (v12.3) states the following:a programming limit or best-practice guideline determined by hospital or health system and entered into system¿s data set. Supports concentration limits for all infusions that utilize concentration. Profile-specific limits can be defined for flow rate, patient weight, body surface area (bsa), maximum and minimum continuous dose, or total dose and duration for each drug in a drug library. Dose and duration limits can be defined by hospital or health system as hard or soft limits. A hard limit is a programmed limit that cannot be overridden, except in anesthesia mode. A soft limit is a programmed limit that can be overridden.proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system.the bd alaris¿ guardrails¿ editor (v12.1.2) user manual states the following:the effectiveness of using this software as a means to protect patients and clinicians against programming errors is entirely dependent on the hospital¿s policy to establish, implement, and manage the data set transferred to the bd alaris¿ system. Data sets should accurately reflect the hospital¿s best-practice guidelines.the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2).root cause:the root cause for the reported issue of a programming error was confirmed by the facility as a user programming error.inspection and laboratory testing of the devices, as well as a detailed review of the device logs, could not be performed because they were not returned for investigation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.